Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of seizure with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler and the patient¿s reported seizure. It was reported that the patient was experiencing fill and drain complications. ¿the malposition of a peritoneal catheter may cause one-way or two-way obstruction with fluid outflow problems¿and, less frequently, inflow¿and sometimes abdominal pain¿ two-way obstruction is usually secondary to fibrin plugs.¿ if a patient is not draining properly, that leads to large residual volumes and waste not being removed. Therefore, electrolyte imbalances will be the result. ¿acute and/or severe electrolyte imbalances can manifest with rapidly progressive neurologic symptoms or seizures, which may be the sole presenting symptom.¿ the patient reportedly did not complete manual exchanges either prior to hospitalization. It is unknown if manuals were attempted and unsuccessful or just not completed. Based on the limited information and the fact that the patient was having difficulty filling and draining, it is likely that there was an issue with the patient¿s pd catheter. There is no allegation or evidence of a device malfunction, therefore the liberty select cycler can be excluded as the cause of the patient¿s electrolyte imbalance, hypertension and seizure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a patient was hospitalized due to a seizure thought to be caused by electrolyte imbalance and hypertension after not completing dialysis treatments for several days. The patient had been experiencing fill and drain complications while utilizing the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) stated that the patient did not do manual exchanges while experiencing the drain and fill issues on the liberty select cycler. When the patient was discharged from the hospital, the pd catheter and the cycler were working as intended. Attempts to obtain additional information were unsuccessful.